Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 694765 lead implanted: 2005-(B)(6), 6996sq58 lead, implanted: 2005-(B)(6), (B)(4).

Event description:
It was reported that there was non-physiologic noise seen on two vectors of the right ventricular (rv) lead. A lead integrity alert (lia) was triggered due to oversensing and high pacing impedance. The patient has two leads in the rv, one is for the pace/sense and the other is the high voltage. Both leads remain in use. No patient complications have been reported as a result of this event.